Manufacturer narrative:
The impella device has not been received from the customer, therefore, investigation of the device has not been possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
Us complainant reported the patient was on impella cp support and during support, the patient was coughing and sat up which pulled the impella back into the aorta. Echocardiography confirmed the pump was in the aorta and the decision was made to explant the impella. The patient survived the event.

Manufacturer narrative:
The investigation for the reported positioning issue has been completed. The device was not returned for evaluation. The root cause of the positioning issue most likely was due to patient movement when the patient started to cough and attempted to sit up which pulled the impella back into the aorta. E.4 should have been left blank on the initial manufacturer device report number 1220648-2025-25477 as it is unknown if the initial reporter also sent the report to the food and drug administration.